Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A 8.0mm x 20mmx 75cm mustang balloon catheter was advanced to the target vessel for predilation. It was noted that there was no kink prior to use and no resistance during the procedure. Upon first inflation, the balloon ruptured at 20 atmospheres due to severe calcified lesion. The balloon was removed intact. The procedure was completed with 6-20x5.3x75cm mustang balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).